Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that 2800 system will not power up. The system was not required to complete the case. There was no report of pt injury.